Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d4, h2, h4 and h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the inner sheath exhibited ceramic insulation was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue was caused by a component failure of the inner sheath. The cause of the damage is likely deterioration over time. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for correction. Correction to b3: date of event was corrected to indicate the customer's allegation correction to b5: the event description was updated to capture the customer allegation and inspection finding.

Event description:
The device was returned to the service center with a report that the image was incomplete when combining the resection set. This does not indicate MDR reportable event. However, during inspection at the service center, it was found that the ceramic insulation is missing due to component failure of the inner sheath.